Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6: a review of the device history record device history lot , part # 03.130.010, synthes lot number: h055298, manufacturing site: synthes monument, release to warehouse date: 30-aug-2016. No ncr¿s were generated during production. The raw material was confirmed to be correct per the specification with no (relevant) non-conformance noted. Null, device history review review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. H3, h6: investigation summary it was reported that on (B)(6) 2019, a patient underwent an open reduction internal fixation surgery for intra-articular fracture on the left fourth and fifth metatarsal bones. The operation was performed with two drill bits and a screwdriver shaft in question. At the first drilling, one drill bit broke at its neck. At the fourth drilling for a second plate, another drill bit broke at its neck, too. After that, the surgeon drilled with c-wire which was stored in the hospital instead of the drill bits. When the surgeon inserted a second screw on the second plate, the tip of the screwdriver shaft broke. The surgeon removed the fragments and confirmed by postoperative x-rays that there were no broken parts left in the body. The surgery was delayed by less than 30 minutes. No further information is available. Visual inspection: the returned implant was examined, and the complaint condition could be confirmed as a portion of the distal stardrive tip broken off and missing. The remaining portion of the tip was observed to be twisted. No other issues were identified with the returned components of the device. A device failure was identified. Dimensional inspection: document specification. The following documents were reviewed as part of this investigation: stardrive screwdriver shaft t4: 03_130_010 rev d/c . Based on the review of the above drawings, no design issues contributing to relevant complaint condition were identified. Review of the manufacturing record evaluation showed that there were no issues during the manufacture of this product, and any subcomponents, which would contribute to this complaint condition. Investigation conclusion: no definitive root cause could be determined, it is possible that the excessive torque/force was used during screw insertion, resulting in the twisted and broken tip.. During the investigation no unidentified product design/manufacturing issues or discrepancies were observed that may have contributed to the complaint condition. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2019, a patient underwent an open reduction internal fixation surgery for intra-articular fracture on the left fourth and fifth metatarsal bones. The operation was performed with two drill bits and a screwdriver shaft in question. At the first drilling, one drill bit broke at its neck. At the fourth drilling for a second plate, another drill bit broke at its neck, too. After that, the surgeon drilled with c-wire which was stored in the hospital instead of the drill bits. When the surgeon inserted a second screw on the second plate, the tip of the screwdriver shaft broke. The surgeon removed the fragments and confirmed by postoperative x-rays that there were no broken parts left in the body. The surgery was delayed by less than 30 minutes. No further information is available. Concomitant device reported: unkown plates (part# unknown, lot# unknown, quantity 2), unknown c-wire (part# unknown, lot# unknown, quantity 1), unknown screws (part# unknown, lot# unknown, quantity 2) this report is for one (1) stardrive scrwdrvr shft/t4 50mm/self-retaining/hxc this is report 2 of 3 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. The returned implant was examined, and the complaint condition could be confirmed as a portion of the distal stardrive tip broken off and missing. The remaining portion of the tip was observed to be twisted. No other issues were identified with the returned components of the device. No definitive root cause could be determined, it is possible that the excessive torque/force was used during screw insertion, resulting in the twisted and broken tip.. During the investigation no unidentified product design/manufacturing issues or discrepancies were observed that may have contributed to the complaint condition. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device history lot part # 03.130.010, synthes lot number: h055298, manufacturing site: synthes monument, release to warehouse date: 30-aug-2016. No ncr¿s were generated during production. The raw material was confirmed to be correct per the specification with no (relevant) non-conformance noted. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.